Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump squirted out insulin during the manual prime and had alarmed for a loose drive support cap. The blood glucose reading was 202 mg/dl. He stated that the insulin pump had not been dropped or bumped but that the drive support cap was sticking out. Customer did not press on the cap while connected to the insulin pump. Nothing further was reported.